Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that implant inside the tsvb8 blister was tsvb10. Doctor placed the implant and upon x-ray she realized that the implant placed was tsvb10. The implant was correctly placed using the summers technique and remains in patient's mouth.

Event description:
Additional information was obtained on (B)(6) 2025, the customer submitted an x-ray image. The image was of a 10.1 placed implant. However, the customer didn¿t provide any additional evidence that they verified the implants outer vial or provide any images of the outer vial prior to the implant¿s placement. No product or packaging was returned.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie did not receive one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Device history record (DHR) review was completed for the subject lot number 1285767. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1285767 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect product the customer did submit a second image for the reported event. The image was of a 10.1 placed implant. Measurements performed by customer. No additional images were provided of the implants outer vial or return the implants packaging and contents. Based on the investigation and risk management file review, the most likely root cause determined could have been due to improper handling of product outside of zimvie controls. Therefore, based on the available information, a packaging malfunction was not established. Without receipt of the device or the implants packaging. The reported event/coob is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.